Manufacturer narrative:
H10: imaging evaluation summary: pre-implant imaging shows the sma, right and left renal arteries are patent. Post-implantation imaging shows stents in the same vessels and they are patent. Images provided do not allow for evaluation in relation to the reported complaint.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent treatment for a distal thoracic aneurysm in the superior mesenteric artery (sma) including the renal arteries. Multiple gore® viabahn® endoprosthesis with propaten bioactive surface (viaban device) devices were used as chimeneas for the tag devices. A viabahn device was placed in the sma (B)(6) and one in the left renal artery (B)(6). It was reported that the physician chimneyed the right renal along with the placement of a 21mm tag, and then the sma and left renal were cannulated from both biracial arteries. The viabahn devices went through an f8 70cm sheath. A further 26mm tag was partially deployed, after the sheaths were pulled back so the viabahn devices could be deployed. The viabahn device in the sma was successfully deployed. However, when the physician pulled the deployment line for the viabahn (B)(6) in the left renal artery, they experienced some resistance and the deployment line ended up detaching from the device. It was confirmed that the viabahn device did not deploy. The physician removed the viabahn device completely and noticed that the device remained constrained with the exception of some flaring on the distal end near the delivery system nosecone. The procedure was completed by implanting a new viabahn (B)(6) in the left renal artery using a f9 sheath instead of the f8 sheath. At this point in time, it was reported there was no impact to the patient. Later that night, it was reported that the viabahn device in the sma collapsed. An attempt to reopen the sma by adding a bare metal stent was unsuccessful. The sma stent was being compressed by a very oversized tag device, that's what it was chimneyed against. The patient had already lost his celiac trunk within the aneurysm and so his visceral vessels were being fed by his sma. The patient expired.

Manufacturer narrative:
H6 code b20: the device remains implanted and was therefore not available for engineering evaluation. H6 code 19: a review of the manufacturing records indicated the device met pre-release specifications. H6 code 21: pending completion of image evaluation. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.